Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient, the device inappropriately shut down and would not power back on. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.